Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the ¿battery life on the pump was draining.¿ this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the black box was reviewed and showed the dates from (B)(4) 2014. No alarms or warnings related to the complaint were observed in black box or alarm history. There were three unacknowledged alarms observed in the black box on (B)(4) 2014. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. The battery compartment was found to be intact. The pump¿s current draws were within specifications. The pump case was removed and no evidence of loose components or moisture was observed inside the pump. The issue of short battery life was not able to be duplicated because the pump information had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.